Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and exchange from textured to smooth due to product concern. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed opening on radius side assessed unidentified (tear) opening. (Shell thickness within specification). ¿ observed wear abrasion on the device. ¿ observed creases on the device. ¿ brown particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and exchange from textured to smooth due to product concern. Device has been explanted.

Event description:
Healthcare professional reported baker grade iii. Device has been explanted.